Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. No damage was found and the door operated correctly. The issue could not be duplicated. It was found that the manual door opening socket had fallen off of the ratchet into the side panel, this was retrieved. System functions within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the door would not open. The site called into technical services (ts) and talked them through the manual door open process. After trying the yellow button on the right side of the gantry. However one of the tools was missing from the system. The site tried to manipulate the covers and the system would open. There was no drape caught in the system. This caused 20 minutes delay and no impact to patient outcome. This occurred during a post op spin, so the site decided to use a c-arm instead.